Event description:
Caller reported difficulty with pressing the pump quick bolus/wake button, requiring multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose levels. Technical support instructed the customer on handling the button issue, confirmed that the pump was within warranty, and arranged for a replacement pump to be sent. The customer understood the guidance and will return the problematic pump within the specified timeframe.